Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that nibp interval was unavailable at the local m540 monitor and the monitor was swapped out. There was a delay in patient care because of the reported event. A delay in patient care can result in adverse patient consequences. In this case, there was no report of adverse patient impact.

Event description:
It was reported that the non-invasive blood pressure (nibp) interval mode intermittently functioned as intended, and there was an instance when the interval time could not be changed on the infinity m540 and the infinity medical cockpit c700 while the equipment was in use with a patient. The user attempted to troubleshoot the issue by exchanging out the infinity m540 monitor, but the issue persisted. Although no adverse patient impact was reported, there was a delay in patient care as a result of this issue.

Manufacturer narrative:
Additional information confirmed the interval was set to off when the issue was observed, and it was noted that the user was able to obtain nibp manually at time of the event. Draeger confirmed and reproduced the reported issue in a lab setting. It was verified that while an nibp measurement was in progress, if the interval was set to a value, then the interval could be changed, but when the interval was set to off, the interval value failed to change. These test results confirmed the reported issue of the nibp interval not changing when the interval value was set to off. In conclusion, it was determined this functionality for changing the nibp interval value was inconsistent in the infinity acute care systems (iacs) running the software vg7.1.1. Draeger has planned to address this behavior in a future software version.